Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction it was reported that  patient said that about 6 months ago they noticed that their implant started moving. Patient said they went to the managing physician's office, and the representative took a look at the implant and said they did not see any issues with the implant. The patient said the implant would stick up, and when they would touch it, the implant would flatten out. The patient said the doctor told them if they needed to they could go in and surgically tighten the implant pocket. The patient asked if the interstim device controlled the bowels. The agent reviewed information about indications of the device.. The patient said they originally had an implant placed for urinary retention. The patient mentioned they had been taught how to self -catheterize.  The patient said the past 3-4 weeks they've been experiencing new bowel issues, including diarrhea and fecal incontinence. The patient had a pad on their bed that they layed on and they woke up in their own diarrhea and couldn't eat certain things without getting diarrhea.. The patient said they think either the interstim was causing the bowel issues or it could possibly be their gallbladder having issues. Patient said that they had some blood work done for the managing physician because they wanted to make sure there was no problem with where the implant was. The patient said they had to go to the emergency room for an infection. The patient said up until the last 2 or 3 months they believed that the interstim device had saved their life because they had been in the hospital for retaining fluid, but the interstim device had helped them drop 8-10 lbs of fluid after the interstim was put in. Patient said they were peeing on their own with minimal catheterizing with the implant. The patient said they were looking at their. The agent redirected the patient to the managing physician. Agent reviewed options with device when new symptoms arise. Patient provided medical history that since getting the implant they have only had 3 infections, with their 3rd infection being recent. Patient said they were going to get blood work this week for a possible infection.  See alreday reported (B)(4) - retention.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that it was unknown if the issue was resolved.